Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +24.0d) was implanted on (B)(6) 2024. The patient completed 1 light adjustment during the post-operative time and did not return to the clinic for lock-in treatments. Approximately 17 months after implantation, on (B)(6) 2025, the patient presented in clinic complained of significant visual acuity decline in the past 3 weeks. Itrace was performed and confirmed presence of lens aberration secondary to no lock in being performed. Iol subluxation was also noted. On (B)(6) 2025, the lens was explanted due to blurry vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).